Manufacturer narrative:
No information has been provided to date. One device was received for analysis. Service history review identified that the device had not been serviced within the review period. The reported problem was confirmed by the visual and functional tests. The root cause of the problem was not determined. The dso sensor will be replaced to correct the problem. The device passed all functional tests after the repair.

Event description:
It was reported that the downstream occlusion sensor was peeling, and the air detector was coming off. The fault occurred during testing. There was no patient involvement.